Event description:
When surgically removing mediport, port had migrated away from incision site, port found to be detached from the catheter and had migrated. Retrieval of catheter required a second incision and catheter was removed. Upon examination, proximal end appeared to have dilated appearance, consistent with it's attachment to the port, but the length of it suggested it may have pulled away from the port a long time ago. The distal aspect of the catheter appeared to have potentially broken down at some previous point and basically broke in half. There was no tension whatsoever in pulling it free. Cxr in pacu showed a short opaque catheter segment, approximately 11.5 cm in length. Patient transferred to special procedures in medical center for removal of foreign body by interventional radiologist. Gross path report from the initial surgical specimen: 4.4 x 3.2 x 1.5 cm tan-yellow plastic and silver metallic triangular shaped port-a-cath etched with the following: braun (B)(4). Separately received is a 6.2 cm in diameter white rubber tube.